Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital on (B)(6) 2022 with an elevated blood glucose (bg) level of 394 mg/dl. Cause was related to an unknown infection. Customer reported they blacked out in the ER and were treated with an intravenous fluid drip (IV) of saline, insulin, and antibiotics with no permanent damage. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.